Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative (rep) returned the ins. It was received for analysis on (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID 97715, sn: (B)(4) the returned device passed all testing in the laboratory and no anomalies were identified. Additional review indicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding an implantable neurostimulator (ins). During the implant procedure the rep was unable to re-communicate with the battery after initial communication. Their tablet lost communication with the battery. They tried to communicate. However, the communicator would only connect to the tablet. They then tried to use the cable between the tablet and the communicator and it still would. It read the battery. Then they tried changing the batteries in the communicator but they still had unsuccessful communication with the battery. The rep opened a new ins and had instant communication with the tablet and battery. That battery was used for implant. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was noted to be alive with no injury. The rep would return the ins for analysis. There were no patient symptoms reported and no complications reported.